Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the week after the pacing system implant procedure, the patient experienced a decrease in blood pressure, chest discomfort, pericardial effusion and tamponade. Pericardial drainage was performed. The right ventricular (rv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.